Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported via trial that approximately 19 months post four xience v stent implantation, one in the distal circumflex and three in the right coronary artery, the patient died. The cause of death was reportedly from a pre-existing condition. There was no additional information provided.